Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report# 9616656-2020-00828 was sent in error. Further review of photos received determine the malfunction to be damaged or open package (shelf carton or case) / seal where sterility is not compromised which is not considered to be a reportable malfunction.

Event description:
It was reported that prior to use the shelf container packaging was discovered to be damaged, thus affecting sterility with a bd pn 31g 5mm 5b xtw. The following information was provided by the initial reporter: damaged carton.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There following is for a lot thought to possibly be involved: medical device lot #: 0112348, medical device expiration date: 2025-04-30, device manufacture date: 2020-04-21. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use the shelf container packaging was discovered to be damaged, thus affecting sterility with a bd pn 31 g 5 mm 5 b xtw. The following information was provided by the initial reporter: damaged carton.